Manufacturer narrative:
The lot number of the delivery device was not provided by the customer. The delivery device was not returned to the MFR for eval.

Event description:
The surgeon reports attempting to implant the li61ao lens but the haptics could not be positioned properly. The surgeon enlarged the incision, removed the lens, and implanted an anterior chamber lens. In addition, a vitrectomy was performed. Reference MDR #1119279-2011-00045.